Manufacturer narrative:
System logs are not available for review.

Event description:
It was reported that after completion of an ion lung biopsy procedure. The patient developed a pneumothorax which required chest tube placement. There was no allegation of device malfunction associated with the event. Further details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.